Manufacturer narrative:
The insulin pump had cracks on the display window corners, broken reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was damaged. Customer's blood glucose was 114 mg/dl. Customer stated the reservoir broke, it's loose and it comes out by itself. Customer wasn't aware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan.